Manufacturer narrative:
Product complaint # (B)(4). Date sent: 02/03/2020. D4: batch # t5d71k. Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. In addition, a slight crack was noted on the handle near the indicator label. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # t5d71k. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
Difficult to fire. It was reported that during the surgery of right hemicolectomy, when severing the ileum and colon, felt it was difficult to squeeze down the firing trigger, at last, firing finished with big force, the washer was cut off, the donuts were complete. There were no adverse consequences to the patient. No additional information could be provided.